Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported a surgeon reported a patient had low impedances. No further information was provided. No patient symptoms or further complications were reported as a result of this event.